Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a decrease in pace impedance measurements and an increase in pacing threshold measurements. This patient experienced an episode of syncope. No episodes were stored in the device with noise or pacing inhibition, but it was noted that the patient¿s heart rate dropped to 30 beats per minute due to pacing without capture while in the hospital. The device output was increased. The system remains in service. No additional adverse patient effects were reported.